Event description:
It was stated that the sterilisation department has reported an incident with storz materials in the operating theatre. The problem is that the resection cable, the working element and two cutting loops (1x reusable, 1x disposable) have melted. The patient received electric shocks during the operation. Based on the information that the patient received electric shocks, this case is deemed reportable. Further information was received on 07-mar-2025: "the patient reacted with strong muscle contractions during the operation. The hf generator did not show any error messages. The anaesthetist did not report any ECG or similar abnormalities. The operation was completed. At about 3 p.m., a report from the central sterilisation department: during cleaning of the sieve, it was found that the resectoscope device/cable was defective and that the resectoscope (metal) was therefore probably electrically charged. The surgeon was informed immediately. The instrument was taken out of service for inspection." It was furthermore indicated that there was an unknown surgical prolongation.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. Further information about the products and the event is currently not available, but has been requested. The event is filed under internal karl storz complaint ID: (B)(4).